Event description:
The pt was 20 minutes into bypass, this pump set as arterial suddenly stopped, the cardioplegia pump also stopped as a result. There were no alarms of any kind. The pump operator panel appeared to have locked up, the perfusionist tried adjusting the flow knob but there was no change in the speed display.